Manufacturer narrative:
Results: evaluation of the returned product confirms the reported issue. The battery cover is missing and the hold/suspend button is missing however; the issue of no power is not confirmed. The alarm powers up when using new batteries and passes all functional tests. There is battery leakage residue on the battery springs only. Note: posey instructions for use has a statement: if the posey keepsafe deluxe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe deluxe if the audible alarm does not sound. Take cake when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm form use and sen to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
Customer reported unit will not power on, the battery cover is missing and the hold/suspend button is missing. There was no other physical damage reported by the customer. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.